Manufacturer narrative:
Upon further review, patient identifier was corrected as the patient's initials were known. Section was updated as the previously reported device information was the patient's currently implanted device; however, the event occurred with a previously implanted device based on the date the current neurostimulator was manufactured and the report that this event occurred 10 years ago. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that the patient's device would turn on/off with a refrigerator magnet. This happened 10 years prior to (B)(6) 2018, and the patient's magnetic reed switch was now disabled.